Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. They were unable to test for the battery out limit alarms and buzzing due to the no button response. There was moisture damage on the electronic assembly. The pump had cracked case display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The customer's blood glucose reading was 92 mg/dl. The customer stated that the pump was exposed to water. The pump alarmed low battery and battery out limit after she changed the battery. The pump was stuck in the battery out limit and it was buzzing. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.